Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm on their pump. Their blood glucose was unknown and said that the pump was exposed to moisture. The insulin pump is being returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify critical pump error (open book image) alarm due to blank display. Also, received with moisture damage inside of the battery tube, on the motor and force sensor. No moisture damage was found on the keypad assembly. Insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, cracked battery tube threads, end cap address label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.